Manufacturer narrative:
Results: the hypotube has a kink approximately 2.5 cm the hub. The hypotube was removed and there was a small hole in the coil winding approximately (2.5cm) from the proximal end of the shaft. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that a leak was noticed during preparation of the catheter. It appears that the catheter was bent severely at the proximal end in the strain relief, causing the underlying coil winding to kink and leak. The cause of this damage could not be directly determined. However, this damage may have occurred during removal of the device from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a case, a leak was noted at the stainless steel hub at the proximal end of the penumbra 5max ace reperfusion catheter.